Event description:
Device 1 of 4. Reference 1627487-2011-04036, 1627487-2011-04037, and 1627487-2011-04038. The patient received her scs system, including ipg, a surgical lead, and two anchors on (B)(6) 2011. It was reported that the patient had an explant of the scs system on (B)(6) 2011 due to an infection. The physician performed the explant, and discarded the system. It was reported a culture revealed a (B)(6). Attempts to contact the patient have not been successful. No further information is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.